Manufacturer narrative:
Device evaluation: a review of the component DHR for the locking strap shows all inspections were completed and passed. This is a molded neck flange and the locking strap hole is punched into the neck flange after the printing operation. The complaint was confirmed as a manufacturing issue. The hole was not punched by the manufacturing operator and the work instruction was not followed per operation. Based on the low occurrence and severity of risk, no corrective actions are planned at this time. ICU medical regularly analyzes complaint data and trends and will take further actions accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported, that the device was found without a hole for securing the locking pin. No patient harm or involvement reported.